Event description:
The facility reported a colleague infusion pump with a battery issue. Upon review of the event history by baxter personnel, it was found that a battery depleted set alarm caused an interruption of delivery. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with battery depleted set alarm was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.